Event description:
During code situation, o02 flowmeter gauge found to not be moving, after investigation and follow up, ambu bag oxygen line found to be obstructed, delivering room air only from reservoir instead of 100% oxygen. This changed immediately upon identification of the problem. Flowmeter operating correctly. Upon follow up respiratory identified that oxygen flow 20%.